Event description:
Procedure: low anterior resection. According to the reporter: the cartridge was attached to the handle, and the device was fired. The surgeon stated that a perfect staple line was formed. Once the device was removed it was noticed that a piece of blue metal was found in the pt cavity. The metal piece was removed from the pt's cavity. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).